Manufacturer narrative:
This report is being amended to reflect changes. The liner was not returned as it was scrapped at the hospital; however photos were returned which show approximately (B)(6) of the liner's rim fractured off. There also appears to be a significant amount of material removal from the acetabular shell's rim, indicating impingement. From the photos provided it is difficult to determine whether the impingement led to the dislocations and liner fracture, or vice versa. Manufacturing documentation was reviewed and showed that the devices were manufactured to specifications with no deviations from the standard manufacturing process. The devices were used for treatment. X-rays were reviewed by a third party and show excessive acetabular cup anteversion as well as an abduction angle of approximately 49 degrees. The excessive anteversion predisposes to hip dislocation and the abduction angle greater than 45 degrees may also contribute to liner wear and instability. Prominent radiolucency is also present in femoral zone 1 with a small radiolucency within zone 7. Implantation operative notes show that the operation was actually a revision due to adverse tissue reaction. Product compatibility of the devices was reviewed with no issues noted. A complaint history search of the product manufacturing lots returned no additional complaints. With the information provided, the placement of the shell likely contributed to the described events.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to multiple dislocations which lead to liner fracture.